Manufacturer narrative:
(B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. At the patient's one day post-operative visit, the patient's visual acuity without correction was 20/80+, pinhole vision was 20/80+, including 3+ edema and suture ends exposed. The lens was explanted on (B)(6) 2018, due to poor vision, blurry vision, and excessive halos and glare. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, a piece of the lens haptic is still in the periphery of the patient's capsular bag, but out of the visual axis and without adverse effects to report. The replacement lens was an aab00 21.5 diopter lens. The patient was scheduled to return for their 1 week post-operative appointment on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.